Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh and bs repliform were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with anterior repair of cystocele with prolapse due to stage 2 cystocele and stage 1 rectocele. It was reported the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, and other. On (B)(6) 2013 the patient underwent a gynecological procedure and a mesh was implanted concurrently with pelvic exploration, excision and removal of vaginal mesh, abdominal sacrocolpopexy and cystoscopy due to vaginal mesh erosion, pelvic pain, dyspareunia and cystocele.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that the patient underwent an anterior colporrhaphy with repliform implant, colpopexy with sacrospinous fixation on (B)(6) 2014, due to cystocele and vaginal vault prolapse. No additional information was provided.